Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5169463.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received and patient provided additional detail on treatment on (B)(6) 2025. It was reported that the patient experienced significant pain or discomfort following the insertion of a wearable sensor into the left arm. According to the maude report, the patient¿s husband assisted with the insertion. Initially, the sensor did not deploy properly, prompting him to apply additional pressure. Upon deployment, the patient experienced a sudden, extreme pain radiating throughout the arm. The patient did not seek immediate medical attention and instead waited until her next scheduled appointment to report the ongoing symptoms. Upon evaluation, the primary care physician determined that the patient had likely sustained nerve damage. At the time of the report, the patient was undergoing physical therapy and receiving multiple forms of treatment, including: chiropractic laser therapy, topical creams (brand unknown; dosage used as needed). Cooling pads. Despite ongoing treatment, the patient had not fully recovered and continued to experience symptoms, requiring continued therapy. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - f18 rehabilitation.

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025. Additional information was received about the event on 04/23/2025. On (B)(6) 2025, the patient experienced "permanent nerve damage." It was reported that the difficult mechanism resulted in damage to a nerve in the left arm, as well as extensive bleeding immediately following the event. She reportedly did not mention pain the day of the event. On the day of the event, the patient inserted the wearable into the left arm. The husband assisted with insertion and could not initially get the sensor to deploy. He added pressure and finally got the sensor deployed. The patient felt extreme pain shoot throughout the arm. The patient did not immediately see the primary care provider (pcp). She waited until the next appointment to report the ongoing problem. The physicians agreed that the issue was nerve damage. During the time of the report, the patient was currently undergoing physical therapy. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178258-mw5178274. H6 codes: health effect - impact code problem code: f1202 disability / code not available h6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available.

Event description:
Following the submission of the supplemental MDR, a voluntary MDR/medwatch report was received on 11/19/2025. The patient provided additional details regarding the event that occurred on (B)(6) 2025. The patient reported experiencing physical harm, stating that one sensor caused severe bleeding, pain, and nerve damage to the left arm. The patient further indicated, ¿I continue to suffer from constant pain and disability.¿ according to the report, the patient experienced nerve impairment following insertion of the sensor. No additional patient or event information is available at this time.